Manufacturer narrative:
(H3) as reported, approximately 2 yrs postop the initial rtka, this male patient had a revision due to deep infection. Patient was last known to be in stable condition following the event. The device will not be returned as it was disposed by hospital. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.

Manufacturer narrative:
Concomitant medical products: three peg patella 41mm (cat# 200-02-41 / serial# (B)(4)); logic tibial fit tray cem sz 4f / 5t (cat# 02-012-45-4050 / serial# (B)(4)); logic cr femoral por, right, sz 4 (cat# 02-010-04-0340 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2 yrs postop the initial rtka, this male patient had a revision due to deep infection. Patient was last known to be in stable condition following the event. The device will not be returned as it was disposed by hospital.